Event description:
The surgeon reported that on 10/15/1998, he performed an enucleation procedure due to the pt having no useful vision in that eye and the condition of the eye being painful to the pt. On 11/20/1998, the pt presented with exposue of the hydroxyapetite orbital implant, which the preformed ocu-guard supple is used to cover. On 12/16/1998, the surgeon put a dermis graft over the hydroxyapetite orbital implant. The preformed ocu-guard supple orbital wrap was not explanted. The surgeon does not attribute the incident to the use of the preformed ocu-guard supple product. The condition of the pt is currently stable.